Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient called in because they thought they needed to adjust their settings. Patient said they have been up 1/2 the night then said they have been up all night because for about the last 2 months the device hasn't been helping their symptoms. Reviewed how to changed programs. Patient was able to change programs and adjust stim to a comfortable setting. Patient was seeing the low ins battery icon. Patient said they have "shocked" themselves more than once, patient said when this happened it was because stim was too high. Patient decreased stim immediately and the shock resolved. Patient has an appointment w/ hcp on (B)(6) 2021. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue. No further complications were reported at this time.